Event description:
The patient experienced dizziness following exposure to a security gate and security wand. The patient has been admitted to the emergency room. Device troubleshooting was being considered; the patient's status was undetermined at the time of the report. Additional information has been requested, a follow-up report will be sent if additional information becomes available.